Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. During testing, the sensing vector screening failed in all three sensing vectors. An x-ray was done, and technical services advised the system may need to be repositioned. The therapy has now been programmed off while the doctor decides the next steps. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the low energy weekly shock impedance measurement was 145 ohms today. This was found via a latitude follow-up. In may, the shock impedance was 135 ohms. The electrode has been implanted greater than seven years, but the pulse generator was newly implanted about five months ago. The clinic will monitor the system. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. During testing, the sensing vector screening failed in all three sensing vectors. An x-ray was done, and technical services advised the system may need to be repositioned. The therapy has now been programmed off while the doctor decides the next steps. There were no additional adverse patient effects. The system remains implanted. Additional information was received that occurred prior to the aforementioned clinical observations, that this patient had been in the hospital and was experiencing chest pains and elevated troponins, and then experienced the inappropriate shock. Technical services (ts) discussed at that time that it was possible that the qrs complexes were wider due to all the other health issues occurring. At that point, tachy therapy had been turned off and this patient was headed to the catheterization lab due to their symptoms. It was noted that this patient had previously questioned whether this s-ICD therapy had been turned off however this patients daughter and sister were present when the field representative told this patient it was off. When therapy had been turned off, external defibrillator patches were placed and a registered nurse were present during the conversation. This was an amputee patient and they were possibly on dialysis. The rescreening was performed which was not successful however the signal amplitude had improved with the electrode in the lateral position and this patient was stable. The field representative noted this patient was very obese and full of fluid and was in acute heart failure and it was difficult to palpate this s-ICD. It was discussed that this patients ejection fracture was 30 and that this patient possibly required a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the following day this patient went into ventricular tachycardia (vt) with asystole for a few minutes. Chest compressions were performed however this patients pulse was lost and this patient expired.